Event description:
A malfunction alarm was reported, identified as malfunction code 7. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, assisting the customer in successfully resetting it. After the reset, the malfunction did not recur, allowing the customer to continue using the pump with the understanding to call back if any malfunction reappears.